Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had high blood glucose. The customer¿s blood glucose level was 83 mg/dl at the time of the call. The current blood glucose was 237 mg/dl. Insulin pump failed displacement test. Customer declined troubleshoots for high blood glucose. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with operating currents within specification. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No device test alarms or displacement anomalies were noted. The motor was tested outside the device and passed. Unit received with minor scratched display window and case.